Event description:
It was reported that the pt's leads were sticking out and that the "wire unclipped and is working its way to the skin". Pt stated that their device had not worked for the past two months. The system was interrogated and appeared intact; the pt programmer was not available for troubleshooting. No known accident or incident was related to this event. An x-ray of the leads had not been performed. It was also reported that the pt had experienced a loss of weight. Additional info has been requested from the hcp, but was not available as of the date of this report.